Event description:
It was reported that during implant the device went into back up mode during dft testing. The device was exposed to defibrillation or cardioversion. This device was not used.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of backup vvi was confirmed in the laboratory and was due to a power on reset. The power on reset occurred during charging for therapy during dft testing. The device was tested on the bench and no anomalies were found. The cause of the power on reset could not be determined.